Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of device software error and off no power without low battery indicator from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The customer stated the alarm occurred during rewind/prime sequence. The customer was assisted with self-test and it failed. The insulin pump will not be returned for analysis.